Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pt reported that, during a routine cartridge replacement, the pump dispensed insulin during the load phase. He said that he completed the rewind step again, inserted another full cartridge, and again the pump pushed all insulin out. The pt stated that he was engaged in normal daily activities and there was no impact or dropping of the pump.